Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish communication between the ipg and external device following a motor vehicle accident in (B)(6) 2017. It was noted the patient has been unable to recharge the device since that time. In addition, the programmer reflects a communication error. The ipg was confirmed inoperable. Consequently, the patient will undergo surgical intervention to address the issue.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted.